Event description:
Medtronic received information one day post valve implant, a cardiac tamponade was seen on echocardiographic evaluation. This occurred after the temporary pacing lead (st. Jude) was extracted. A successful pericardiocentesis was performed, after which the patient was hemodynamically stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).